Manufacturer narrative:
While the user facility was not willing to forward the sample to the manufacturer for examination, an investigation will be completed using the details of the event and the catheter manufacture information. The results of this investigation are currently pending, and will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
They inserted the catheter and post insertion after 30 min an x-ray was taken, and noticed that the catheter was broken and travelled. Part of catheter remained in pulmonary artery

Manufacturer narrative:
This complaint cannot be classified as no faulty sample was returned for examination. From the sales rep's report, it seems as if the physician used a 1 ml syringe to purge the catheter. The catheter probably ballooned, burst, ruptured and embolised. There is no hint for a material or product defect. This is the first complaint received for an embolised premicath for code 1261.205 within the last 3 years. Without having a faulty sample for examination or more information available, no further investigation is possible.

Event description:
They inserted the catheter and post insertion after 30 min an x-ray was taken, and noticed that the catheter was broken and travelled. Part of catheter remained in pulmonary artery.